Event description:
The article, "long-term outcomes of catheter-based intervention for clinically significant paravalvular leak", was reviewed. This research article is a prospective single center experience to assess the long-term outcomes of patients undergoing percutaneous paravalvular leak (pvl) closure. Amplatzer¿ duct occluder (ado), the amplatzer¿ vascular plug ii (avp ii), the amplatzer¿ vascular plug iii (avp iii) (all abbott) the occlutech® pld occluder (occlutech gmbh, jena, germany) and the nit-occlud®coils (pfm medical, cologne, germany) were associated with the study. The article concluded that for patients who are deemed intermediate- to high-risk for repeat surgery, transcatheter pvl closure shows reasonable clinical success rates, with a significant improvement in symptoms, and a relatively low rate of periprocedural complications. (B)(6). Related manufacturer report number: 2135147-2021-00547 & 2135147-2021-00548.

Manufacturer narrative:
In an research article, procedural tamponade and death were reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt600034447 reb. B, "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."